Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the physician in the ER complained about the wire kinking and shearing. As a result, everything was removed from the pt and another kit was used successfully. It is not known if there was a delay in treatment, no pt death, and no pt complications were reported. No add'l info is available.